Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully utilizing back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was not duplicated and no other failures were found during the device evaluation. Routine maintenance was performed on the device and it was placed back into stryker stock as it was a stryker loaner handpiece.